Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple intermittent inaccurate fill estimates after loading multiple cartridges with 300 units. There was no impact to the customer's blood glucose level. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support.